Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that evis lucera elite gastrointestinal videoscope, had insufficient air supply. The issue occurred during a procedure. The procedure was diagnostic and it was completed using the same set of equipment. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a foreign object came out from the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to clogging of nozzle, air supply volume does not meet the standard value; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has a white-clouded area; due to clogging of nozzle, water supply volume does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; adhesive around objective lens is peeled; adhesive around lens guide lens is peeled; universal cord has a scratch; protector of universal cord on control section side has a scratch; protector of universal cord on scope connector side has a scratch; adhesive around objective lens is peeled; adhesive around light guide lens is peeled; distal end cover has a dent; and the connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.